Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported the cause of the jolt was not determined, but noted the mostly likely cause was malfunction of stimulator. Pt reported they were reprogrammed over the phone with their rep, and the issue has been resolved.

Event description:
Information was received from patient regarding an implantable neurostimulator (ins). The reason for the call was that the patient r reported experiencing a sudden, intense jolt/stimulation the previous night, which had not happened before. The patient also inquired whether adaptivestim and stimulation should be on at the same time. The agent reviewed the information and redirected the patient to their doctor (hcp) for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.